Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00096 and (B)(4).

Event description:
It was reported that before the procedure started the staff had trouble connecting the intra-aortic balloon (iab) catheter to the intra-aortic balloon pump (iabp). They solved the issues in few minutes with the substitution of the pump and the iab. Additional information received: the fiber optic sensor (fos) slide was replaced due to the arterial pressure (ap) range limit over by 2mmhg lower. With the fos replaced the fos ap value are back within limits. Patient outcome: patient reported as deceased. The head nurse (B)(6), reported that the patient was deceased but not in connection with the device. It was reported that "the event did not cause death, illness, patient injury".

Event description:
It was reported that before the procedure started the staff had trouble connecting the intra-aortic balloon (iab) catheter to the intra-aortic balloon pump (iabp). They solved the issues in few minutes with the substitution of the pump and the iab. Additional information received: the fiber optic sensor (fos) slide was replaced due to the arterial pressure (ap) range limit over by 2mmhg lower. With the fos replaced the fos ap value are back within limits. Patient outcome: patient reported as deceased. The head nurse meroni, reported that the patient was deceased but not in connection with the device. It was reported that "the event did not cause death, illness, patient injury".

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause. Other remarks: for related complaint see MDR #3010532612-2018-00096 and tc #1900059631.